Event description:
Customer reported the system displayed a communication error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Fse suspected interconnect cable was faulty and replaced the cable. System operates as intended.